Event description:
Patient approximately 15 months post-op prodisc-l implant at level l5-s1, presented to surgeon complaining of pain, x-rays taken on unknown date and clinical exam determined that the prodisc-l implant was 12mm off midline. Patient was returned to operating room on (B)(6) 2012 for removal of prodisc implant and revision to fusion l5-s1. Implants will not be returned. Hospital will retain implants. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Review of the device history record and the raw material indicate there were no manufacturing discrepancies relevant to this complaint.

Manufacturer narrative:
Unrelieved pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection, but improper device placement can be a contributing factor. The prodisc-l surgical technique guide and surgeon training address selection and placement of the prodisc-l implants. Prodisc-l instruments facilitate midline placement, and proper placement can be achieved with the proper use of fluoroscopic imaging. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for both the pro-disc l and charite devices, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain. The design risk assessment was reviewed and was found to be adequate for the intended use.